Event description:
It was reported via repair work order that the bed lift was stuck at mid height due to a faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.